Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented pacilitaxel set with clearlink cracked/split at the filter. This was identified during a paclitaxel infusion. The infusion was programmed to run for 60 min; however, when the infusion completed alarm occurred, approximately half of the solution remained in the bag. A large amount of fluid was observed on the floor, and inspection of the IV set revealed a split in the filter, which was believed to be the source of the leak. The pump was reprogrammed to deliver the remaining solution, resulting in a total infusion time of approximately 90 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.